Event description:
The customer reported re-curring error alarms. Troubleshooting was performed. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a frozen screen during count up due to a problem with the motherboard. Unable to perform the error tests due to the frozen screen.